Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue; 069. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. This complaint is not reportable; the alleged cgm transmitter malfunction is not likely to cause an adverse event because this alarm is related to communication failure between the pump and cgm. Insulin delivery is not interrupted as a result of this alarm. The owner¿s booklet instructs the user that insulin dosing decisions should not be based solely on results from the cgm. There was no indication that the product caused or contributed to an adverse event.